Event description:
The manufacturer received information alleging a ventilator's display screen was faulty. The device was not in patient use. During the evaluation of the device, the customer's complaint was confirmed. The lcd screen was replaced to address the issue.